Event description:
Same case as MFR #: 2134265-2012-01100, 2134265-2012-01101. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 97% stenosed, 3.0x50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non bsc balloon catheter was advanced, but was not able to cross the lesion. Rotational atherectomy was performed utilizing rotablator. The non bsc balloon was advanced, but again would not cross the lesion. Calcium was ''removed using wire cutting technique'' and a non bsc balloon was used for pre-dilation. Two promus element coronary drug-eluting stents, a 2.5x38mm and a 3.0x16mm, were then implanted overlapping in the lesion. Post ivus was performed revealing malposition of both stents. The 2.5x8.0mm quantum maverick balloon catheter was advanced and during the third inflation up to 18atms, the balloon ruptured. The procedure was completed with another of the same device with both stents well positioned and well apposed at procedure end. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2012-01100, 2134265-2012-01101. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 97% stenosed, 3.0x50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A non bsc balloon catheter was advanced, but was not able to cross the lesion. Rotational atherectomy was performed utilizing rotablator. The non bsc balloon was advanced, but again would not cross the lesion. Calcium was "removed using wire cutting technique" and a non bsc balloon was used for pre-dilation. Two promus element coronary drug-eluting stents, a 2.5x38mm and a 3.0x16mm, were then implanted overlapping in the lesion. Post ivus was performed revealing malapposition of both stents. The 2.5x8.0mm quantum maverick balloon catheter was advanced and during the third inflation up to 18atms, the balloon ruptured. The procedure was completed with another of the same device with both stents well positioned and well apposed at procedure end. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned complaint device revealed no damage to the balloon. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. Inspection presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).